Event description:
A us distributor returned a monitor and reported it will not power on - monitor screen black.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on - monitor screen black) was due to contamination on the j101 of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.